Manufacturer narrative:
The reported field event of battery performance alert (bpa) was confirmed. However, further investigation revealed the bpa was falsely triggered since the data required for bpa calculation was lost during the reset and firmware reload process. Interrogation of the device revealed the device was above elective replacement indicator (eri) level when received. A longevity calculation was performed based upon the programmed settings and usage data. The calculation revealed the battery depletion was normal.

Event description:
Additional information was received indicating the device was explanted and replaced.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.